Event description:
It was reported that all group and electrode measurement impedance results were ¿xxx.¿ it was noted that this was reported after an overdischarge and a fall. It was further noted that the patient reported no stimulation. It was noted that an implantable neurostimulator (ins) reset resolved the problem. It was noted that the patient was in an overdischarge and the patient reported that it had been a while since he recharged. It was suspected a few months. It was noted that another manufacturing representative assisted with physician mode recharge (pmr) last wednesday. It was noted that the reporter met with patient today to clear power on reset (por). It was noted that the patient experienced pain in the pocket. It was noted that the patient met with health care professional (hcp) about 3 months ago to assess further and hcp stated that nothing was wrong with the pocket area. It was noted that it had been an issue since implant. It was further noted that the patient had a fall on butt and back of head that made the pocket site sore. It was noted that the no stimulation and ¿xxx¿ impedances were thought to be from the fall, but after doing the ins rest impedances were normal and the patient was able to feel stimulation.

Event description:
Additional information received noted that the patient was seen by the manufacturer's representative at the doctor's office and the device was trickle charged and the stimulator had been reset. The patient was now able to recharge normally and was receiving adequate stimulation. The patient was doing well now. Regarding the cause of the overdischarge it was noted that the patient reported having let his battery overdischarge because, he was too busy to recharge and simply forgot about doing it until it was so deeply discharged, they had to trickle charge. There were no other malfunctions, besides the overdischarge. No other interventions were necessary, besides the trickle charge and resetting the device.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).